Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: the pump's black box showed several pump reboot events following call service 054/052 alarms. The battery compartment was found to be cracked. The battery cap was able to secure to the pump and maintain an electrical connection. The pump's cover was removed and no intermittent condition was found to the internal power components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.